Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8032752; medical device expiration date: 2019-06-30; device manufacture date: 2018-02-01. Medical device lot #: 7305680; medical device expiration date: 2018-08-31; device manufacture date: 2017-11-01.

Event description:
It was reported that a bd vacutainer® fluoride hemogard¿ tube had coagulation. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to clotting were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the potential incident lots provided and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for clotting with the incident lot was observed. Evaluation & testing of the customer and retain samples was conducted and clotting was not observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that a bd vacutainer® fluoride hemogard¿ tube had coagulation. There was no report of exposure, serious injury or medical intervention.